Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurse used the actual body weight when programming a epoprostenol infusion, instead of the ideal or dosing weight (which was used in epic to calculate the dose). The patient as a result received an over infusion of epoprostenol and experienced hypotension. The medication was quickly stopped, and a maintenance fluid initiated. There was no lasting harm to the patient. The customer stated they resolved this issue by using a clinical advisory guardrails alert to prevent further issues when a designated drug is selected to remind the clinician of specific hospital/facility standards of practice when programming an IV medication.